Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer's blood glucose level. Reportedly, the customer did not have alternate insulin therapy available and declined further follow up from tandem technical support.

Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.